Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the receiver had intermittent audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. Screen displays "call tech support" with audio. A review of the downloaded receiver log did not find any issues related to the customer complaint. Functional testing could not be performed due to the "call tech support" error. The receiver case was opened for internal visual inspection and passed. A drop test was performed and passed. Speaker resistance was measured and passed. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.